Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: carefusion third party service technician was able to verify the customer's reported issue. Bench testing revealed a fault power board. The service technician replaced the power board and the reported issue was resolved. Unit passed all testing and met all carefusion manufacturer specifications. The suspect power board was returned to carefusion and is pending investigation. Once the investigation is complete, a supplemental report will be submitted.

Event description:
It was reported to carefusion that model lap top ventilator 1150 reset while connected to a patient. The customer confirmed there was no patient harm associated with the reported event, the device alarmed appropriately, and no intervention was required.